Event description:
It is reported that there was a change from a 36 to a 40 gelnosphere during the surgery. In doing so, it turned out that both distractors didn't function properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.